Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that there were question marks on the telecardiology report. Technical services (ts) was consulted and discussed that the memory experienced an error. Ts noted that the memory inconsistency does not affect subcutaneous implantable cardioverter defibrillator (s-ICD) operation. Ts discussed it could be resolved by reprogramming the data manually.